Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 115 mmol/l, which repeated as 139 mmol/l. The sample initially resulted with a cl value of 126.6 mmol/l, which repeated as 101.9 mmol/l.